Manufacturer narrative:
The customer reported that the central nurse's station (cns) shut down during an accidental network loop that happened while construction work was going on at the hospital. This caused a lot of bedsides to alarm and go into communication loss and some were still in comm loss after the loop was fixed. They were advised to power cycle every dropped bedside to bring them back into communication, which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) shut down during an accidental network loop that happened while construction work was going on at the hospital. This caused a lot of bedsides to alarm and go into communication loss and some were still in comm loss after the loop was fixed.